Event description:
It was reported the patient experienced an infection at the ipg and anchor site. In turn, surgical intervention took place wherein the scs system was explanted. Patient was prescribed oral antibiotics to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient experienced an infection at the ipg site was reported to abbott. Surgical intervention was undertaken wherein the entire system was explanted to address the issue. The patient was administered antibiotics to address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.